Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the outcome of (B)(6) 2026, patient's visit to the clinic. Therefore, a supplemental report will be submitted upon receiving updated information.

Event description:
Intera oncology was notified by a nurse that a patient with an intera 3000 hepatic artery infusion pump is having slow flowing rates with the refill of glycerin. The hospital changed the glycerin product from anazao 50% w/v to alk 50% v/v cerona therapeutic. On (B)(6) 2025, the residual volume was 16ml and the rate was 0.25. The patient returned to the clinic on (B)(6) 2026, the residual volume was 28ml and the rate was 0.04. The patient was brought back to the clinic on (B)(6) 2026, the residual volume was 30ml and the rate was 0. The bolus pathway couldn't flush. On (B)(6) 2026, the patient was seen in the clinic, the residual volume was 30ml and the rate was 0. The bolus flush was successful after initial resistance; the reservoir was filled with hep saline. On (B)(6) 2026, the residual volume was 22.5ml and the rate was 1.25. The pump was refilled with hepsaline. According to the clinic, a CT chest-abdomen-pelvis (cap) in the arterial phase was done and showed no concern. The patient has not experienced any adverse events. The patient is scheduled to return on (B)(6) 2026, to discuss explant of pump with the physician. If there are no plans to explant the pump, the clinic will likely do another short-term 14-day hep saline refill to observe consistency if flow rate; if flow rate stable/consistent, then transition back to glycerin.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The patient returned to the clinic on (B)(6) 2026, the flow rate was 1.20ml/day and 12ml residual of hep saline. Glycerin was administered on the same day. The patient came back on (B)(6) 2026, the flow rate was 0.21ml/day and 27ml residual of glycerin. According to the clinic, the flow rate is back to normal. As of today, the pump remains implanted. Therefore, the root cause of the reported issue cannot be established.

Event description:
Intera oncology was notified by a nurse that a patient with an intera 3000 hepatic artery infusion pump is having slow flowing rates with the refill of glycerin. The hospital changed the glycerin product from anazao 50% w/v to alk 50% v/v cerona therapeutic. On (B)(6) 2025, the residual volume was 16ml and the rate was 0.25. The patient returned to the clinic on (B)(6) 2026, the residual volume was 28ml and the rate was 0.04. The patient was brought back to the clinic on (B)(6) 2026, the residual volume was 30ml and the rate was 0. The bolus pathway couldn't flush. On (B)(6) 2026, the patient was seen in the clinic, the residual volume was 30ml and the rate was 0. The bolus flush was successful after initial resistance; the reservoir was filled with hep saline. On (B)(6) 2026, the residual volume was 22.5ml and the rate was 1.25. The pump was refilled with hepsaline. According to the clinic, a CT chest-abdomen-pelvis (cap) in the arterial phase was done and showed no concern. The patient has not experienced any adverse events. The patient is scheduled to return on (B)(6) 2026, to discuss explant of pump with the physician. If there are no plans to explant the pump, the clinic will likely do another short-term 14-day hep saline refill to observe consistency if flow rate; if flow rate stable/consistent, then transition back to glycerin.